Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Pierced/injury - lips [lip injury] , bleeding lips [lip haemorrhage] , hurt myself - lips [lip pain] , brush heads come off - oral-b [device breakage] . Case narrative: consumer email stated that brush heads come off while brushing teeth resulted to pierced, painful injury to lips that caused bleeding. No serious injury was reported.